Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed total bilirubin results generated on the architect c8000 processing module for one patient. The following data was provided (reference range 0.2 to 1.3 mg/dl): sid l913045389 initial 0.6 mg/dl, repeat 9.9 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed troubleshooting procedures including rebuilding the sample syringe, replacing the sample probe tubing and the tbg, smpl pmp to pipet jnt, ns (rohs) as it was kinked and caught under a panel. Part replacement resolved the issue. No additional discrepant result total bilirubin issues have been reported since the service activity was completed. The tbg, smpl pmp to pipet jnt, ns (rohs) was determined to be the cause of the issue. The architect c8000 erratic result rates were within acceptable limits with no trends identified. Trending review did not identify any trends for the issue under review. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no deficiency was identified.